Event description:
8/27/96 pt's oxygen saturations were down to the low 80's to low 90's. Therefore, more oxygen was given. The oximeter probe was charged without improvement. The nurse then checked the probe on herself, and found that the oxygen saturations on her own finger were only 90%. Capillary blood gases were checked in order to assure that low saturations were not accurate. The results were within the baby's normal limits.